Event description:
Patient called lfs alleging that their meter would not power on. Patient reported not feeling well, having a bad stomach ache, bad leg pain, and swollen legs at the time of concern. It is unknown how long the patient had been unable to test their blood glucose level. Patient was seen in the ER due to their symptoms and administered 15 units of insulin (lantus). It is unknown if the patient went on their own or the paramedics took patient to the ER. Patient was released approximately 2 hours later, with a lower blood glucose level (unknown result). There is no evidence that the meter contributed to a serious injury. It is unknown if patient suffered hypo or hyperglycemia based on the symptoms reported. No blood glucose results were provided from the ER. The customer service representative walked patient through pressing the power button and checking that the batteries were good and that they were correctly installed. The meter was replaced due to an unresolved power issue. Medical affairs specialist was unable to reach patient to obtain additional information. Mailed letter.